Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached 590 mg/dl. The patient was nauseous. For treatment, the patient was given unknown intravenous (IV), zofran and diagnostic tests. The patient was still at the hospital. The pod was discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.